Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.8; (B)(6) 2011, 1.4, retest inratio: 1.5, lab: 2.9. Pt's target therapeutic range is 2.5-3.5. Lab draw was performed about 2 hours after meter results. Doctor has pt take lovenox injections when his inr drops below 2.2. Pt was given lovenox due to (B)(6) 2011 reading, and when he tested the next day he was back within range.

Manufacturer narrative:
Investigation pending.